Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels in a bow-tie effect. The user then manipulated the laser power which did not dissipate the blue pixels. There were no patient complications reported in relation to this event.

Event description:
Additional information received indicated that the user lowered the laser firing power from 128% down to 100% during the event. The user also let off the foot pedal which did not help dissipate the blue pixels.

Manufacturer narrative:
Additional information: b5.